Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance. Further investigation was performed, however, no additional information available at this time. The crt remains in service. The lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.